Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and fount that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During a review of the event history it was discovered that the battery depleted set alarm occurred during infusion which caused an interruption during delivery. The user interface module master software version for this device is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was that the main batteries were depleted. The main batteries have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.